Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the receiver displayed error hwbat on (B)(6) 2016. The patient's wife did not report injury or medical intervention. No additional patient or event information is available.